Manufacturer narrative:
This follow up report is being submitted to include the device history record (DHR) review, evaluation notes and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation, upon evaluation of the device, inability to retain settings was confirmed due to an internal dead battery. In addition, there was browning on the lamp and a replacement was recommended. It has been six years since the subject device was delivered. Since the replacement of the lamp was recommended, it was determined that there was no problem with the subject device. It is surmised that the lamp b darkened because of the lifecycle of the lamp caused by normal usage. Additionally, lamp b error might have occurred due to an accidental malfunction. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned sending in the otv-si for a battery replacement due to inability to retain the settings. The image was very dim with brightness on maximum setting when using lamp b. The customer switched to lamp a without an issue. Tac recommended a lamp replacement and emailed the customer with lamp order number 58012. Furthermore, tac included price information and instruction for use for reference. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a lamp b error occurred with the video system. There was no patient involvement, no harm or user injury reported due to the event.